Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Biohorizons issue: record failed with reason of duplicate number. Honeywell sparta vendor response: more than one registered site using the registration number 1060818 was assigned the same number. Therefore, causing the records to have a duplicate. Various sites having same value in "assigned number" for two or more registered sites will create the duplicate report number using between the emdr with different registered sites, when on start of the year, last used sequence number will reset to 1 for all the registered site. Corrective action by biohorizons: updated the last used sequence number field value to 60000 for rs-0002 and with 80000 for rs-0003, as rs-0000, rs0002 and rs0003 share the same registration number. The vendor suggested as a workaround by creating a starting sequence range high enough to prevent duplication. For importer files, the sequence number begins at 60000 for 2026. Clear the duplicate MFR report number and resubmit the record to capture the new last sequence number beginning with 60nnnn. The clearance would be either through automation or manually. Preventative action: work with vendor honeywell/sparta to create an automation to update the last used sequence number in the future and prevent duplication records.